Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead exhibited poor pacing. The physician elected to not used the lv lead and a new lead was implanted. The patient had no consequences throughout the procedure.